Event description:
Healthcare professional reported "severe tension, pain, severe late seroma and swelling". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: underweight, broken shell and others, brown particles on the shell, crease flat, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: one broken sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp broken on the posterior assessed as unidentified (tear) opening. Missing shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "severe tension, pain, severe late seroma and swelling" further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "severe tension, pain, severe late seroma and swelling". The device has been explanted. This record relates to the right side.